Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted very thick scar tissue over the mesh. Dr. Favre meticulously dissected free the infected mesh from its undurated attachments with surrounding inflammation. He also noted purulence from the right side of the wound and tremendous adhesions from the chronic inflammation. Due to the degree of infection, did not feel placing another prosthetic was prudent. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted a laborious, meticulous, dissection of extensive small bowel adhesions to the failed mesh. A resection of the small bowel and excised the enterocutaneous fistula. It was reported that the patient experienced pain. No additional information is provided.